Event description:
The dr had difficulty inserting the iab into the pt. The iab bent during insertion. The iab was removed and a second was inserted into the pt. The iab was not returned to datascope for eval. The iab was discarded by the facility. Event's complications: none from the event-reported 11/20/97. Pt's current status: discharged 11/20/97.